Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing was detached from the two sets. Reportedly, the tubing fell apart from the site and then had another while sleeping fell apart. The site location was patient's left abdomen and the pump was located on the right side. Moreover, the infusion set was inserted on the same day. Reportedly, the infusions were kept in the cabinet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.

Event description:
On 04-sep-2020: follow up information was submitted because result of complaint investigation of the of the returned used device (1 set) showed that the tubing was detached from the tubing connector (missing glue). Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number 1368784. Event occurred in the united states. It was reported that the patient's infusion set's tubing was detached from the two sets. Reportedly, the tubing fell apart from the site and then had another while sleeping fell apart. The site location was patient's left abdomen and the pump was located on the right side. Moreover, the infusion set was inserted on the same day. Reportedly, the infusions were kept in the cabinet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.